Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (2 mg/ml at the reporter thought 1 mg/day) and naropin (6 mg/ml at an unknown dose) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient started seeing the motor stall code on their ptm (personal therapy manager) on (B)(6) 2020. The reporter did not believe that the patient had an MRI but could not confirm that he did not have any emi (electromagnetic interference) exposure. The patient had been being treated for flu-like symptoms since (B)(6) 2020 until the hcp decide it could be withdrawal symptoms from the motor stall. Additional information was received, and it was reported that the hcp had received approval from the patient¿s insurance company for the pump replacement surgery. Per the reporter, if the pump was still stalled tomorrow ((B)(6) 2020) they would replace the pump. No further complications were reported/anticipated.